Event description:
A consumer reported that following a toric intraocular lens (iol) implant procedure, her vision is slightly tinted. Approximately four weeks following surgery the consumer developed a retinal tear which was repaired by a laser procedure. The patient reported her vision described as "bright light" and with the competitor lens in her fellow eye, and "soft light" with this eye. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. At the consumer's request, the surgeon was not contacted. (B)(4).